Manufacturer narrative:
Device analysis: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that "medium alarm displayed: cannot start pump" and "medium alarm acknowledged: cannot start pump" were recorded in history. During analysis, the customer's reported issue regarding "cannot start pump with air in line" was confirmed. The air in line sensor was noted to be faulty. Service will replace the air in line sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump alarmed air in line. No adverse effects were reported.